Manufacturer narrative:
Continuation of d10: product ID# 97755. Serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID:# 97755. Serial/lot #: (B)(6). UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the complaint was unverified but the recharger was scrapped due to failing testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that their "charging unit" was not working properly, said wouldn't connect to charge. Pt said they were getting rm06, and at one point said the screen went "completely blank". Pt clarified the backlight was still on, but nothing was on the screen. Pt said they reset the controller and were trying to charge again when they got some "weird code". Pt also mentioned it took them several hours to charge full. Pt said they tried to charge again today and kept getting no device found. Pt said they tried going through passive recharge mode, but after 45 minutes still did not get through. Then pt said they tried to connect with only their controller and was able to and saw the implant battery was 60%. Pt examined recharge telemetry module (rtm) and controller port, but did not see any damage. Pt then started a recharging session, but after pressing recharge on no device found, reported passive recharge mode with the middle number in the 80s. Pt unplugged rtm and tried to connect and at first saw settings not available, but was able to navigate to batteries screen and both control ler and implant were 80%. The issue was not resolved. No symptoms were reported.